Manufacturer narrative:
The power supply and pmb (power manage board) were suggested to be replaced. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the power supply is not working. There was no reported patient involvement.